Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305891 and lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The retained samples showed no signs of defect with their safety mechanisms and it was possible to activate the safety mechanisms by following the instructions for use. Based on the investigation results, an exact manufacturing related cause could not be determined for this reported incident. Every single lot produced is tested prior to final release for safety shield activation. The assembly process has a 100% inspection system for safety shield activation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd eclipse needle safety mechanism malfunctioned. The following information was provided by the initial reporter: date of incident: 01-jan-2024. Needle safety malfunction.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.